Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced pain at ipg site. Reportedly, patient had lost weight. Surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg. The new ipg was implanted deeper addressing the issue.